Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
Mother reported that the patient was prescribed a cream (triamcinolone acetonide cream .1 %) by a dermatologist for occasional skin irritation at the infusion site. Mother stated only the edges where the cannula was inserted gets red/pinkish and inflamed, when they remove the pod, does not happen all the time. Mother stated the patient was seen by the doctor for an acne issue, while they were there, mother brought up the irritation. The doctor did not treat the patient at the visit, just prescribed a cream for as needed use. Mother stated the patient only needs the cream once every couple weeks. Mother stated the patient is more prone irritation due to his skin type and does not think it is due to the pod as it is not happening every time. Mother stated this happens randomly, ¿there is no rhyme or reason¿ as to why/when this happens. Mother stated there was no drainage or irritation while he wears the pod, only when he removes the pod, and it does not happen all the time.